Event description:
The caller reported that the pump battery would not charge, and no power source alert was received. There was no adverse impact to the customer's blood glucose level. The caller used a tandem charging cable connected to a wall outlet, but the pump did not start charging even after being plugged in for 30 minutes, leaving the connection unstable. The caller did not have alternative charging equipment, so customer technical support (cts) decided to send a replacement charging cable and wall adapter and planned to follow up. Upon follow up the new supplies worked as intended and the pump was able to charge.